Event description:
Information received by medtronic indicated that the insulin pen's cartridge holder and cap did not stay in place. Cartridge holder was cracked. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.4, color: grey, battery life remaining: <4 months. Customer reports: damage to the pens cartridge holder and states the cap does not stay on. Per visual inspection: broken off piece at the cartridge holder. Cap does not fit securely to inpen, missing dosing window. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The cartridge holder did not lock in place. The customer complaint of cap no longer staying attached and broken off cartridge holder is confirmed.